Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of suture broke and there was eye discomfort and inflammation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a pterygium excision with autograft of limbal stem cells procedure, the suture broke. The suture was replaced. The patient complained of eye discomfort. The eye was covered with an antibiotic eye cream. On postoperative day two, the eye was treated with a non-steroidal anti-inflammatory eye drop to reduce local inflammatory reaction. The symptoms have resolved. Additional information has been requested.